Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl and the current blood glucose level was 185 mg/dl. Customer stated that they experienced symptoms such as headache, dry mouth, pain in feet and legs. Customer does not allege insulin pump was over delivering. The customer was assisted with troubleshooting. The customer was treated with insulin and food for high blood glucose level. Customer was not using auto-mode. The insulin pump will not be returned for analysis.